Event description:
It was reported that a patient with a 25mm 2700 pericardial valve, implanted in the aortic position, underwent a valve-in-valve procedure after an implant duration of 16 years, one (1) month due to stenosis. The tavr was performed with a 26mm 9750tfx transcatheter valve. According to the physician, there was no allegation that the surgical valve prematurely failed. No additional information has been provided.

Manufacturer narrative:
H11: corrected data: based on the additional information obtained, this event is no longer considered reportable, and this correction is being submitted.

Event description:
It was reported that a patient with a 25mm 2700 pericardial valve, implanted in the aortic position, underwent a valve-in-valve procedure after an implant duration of 16 years, one (1) month due to stenosis. The tavr was performed with a 26mm 9750tfx transcatheter valve.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.